Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). Lot 14d054 was manufactured between april 23, 2014 and april 24, 2014. The actual unit was received for evaluation. Visual inspection on the unit (via the naked eye) revealed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was subsequently performed by removing the luer cap from the unit¿s distal luer. After cap removal, evidence of continuous flow was visually observed at the distal luer. Based on the evaluation result, the unit met product specifications. No additional defects were found during the evaluation. A batch review has been conducted which revealed product met the acceptance criteria for release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was observed with no flow. According to the report, the reporter found the folfusor "was almost full, while the clamps were open and blood backflow was positive". This occurrence was observed during patient use. There was patient involvement but no patient injury or medical intervention was reported in association with this event. No additional information is available.